Event description:
Consumer alleges that her tires on m91 are wearing down and almost bald. Chair wants to go in a different direction than she wants to go. Consumer got chair in "08 and tires were replaced (B)(6) 2011. No injury is alleged.

Manufacturer narrative:
No RMA had been initiated for this issue. Model m91, serial number/date code (B)(4) was approximately 5 years 8 months old at the time of the incident. The owner's manual part number 1141450 was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The tires on the chair were worn down and the chair would want to go in a different direction that the patient was directing it to go. Consumer received the chair in "08 and tires were replaced this june. Chair not returned fo revaluation. Rep spoke to customer and tires were replaced with non-invacare tires. They have now been replaced with invacare tires and chair is working fine.